Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not show electrocardiograms (ECG) all episodes. It was further reported that episodes were being overwritten by the device. The device remains in use. No patient complications have been reported as a result of this event.